Event description:
It was reported that a programming anomaly was observed during a generator replacement surgery on (B)(6) 2016. The generator was to be replaced due to near end of service. It was reported that before the surgery, interrogation of the patient's device showed the following parameters: output current: 1ma; frequency: 20 hz; pulse width: 500&#62661;c; on time: 30 sec; off time: 60 min. The last recorded patient's visit to the neurologist was in (B)(6) 2016. It was reported that the surgeon left a message to the patient's neurologist, indicating to program the newly implanted generator with the following parameters: output current: 1ma; frequency: 20 hz; pulse width: 500&#62661;c; on time: 30 sec; off time of 5 min. No patient adverse events were reported. No additional relevant information has been received to date.

Manufacturer narrative:
Expiration date, other; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Further information was received from the physician, indicating that the decision to replace the patient's device was taken on (B)(6) 2016, due to battery depletion. It was reported that when the patient was previously seen in clinic on (B)(6) 2015, no problem was observed. The physician reported that according to his notes, the device parameters before the replacement were at 2ma output current - 20hz pulse width - 30sec on time - 3min off time.